Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call indicating that daughter was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 600 mg/dl. Customer was admitted to the hospital on (B)(6) 2016. Customer cause of hospitalization was high blood glucose. Customer was treated with oxygen breathing machine, IV insulin. Customer was in a coma. Customer was wearing the pump at time of hospitalization. Customer was advised that we send a replacement pump.